Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 8atm within 1 minute. The device was removed from the patient's body by normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.